Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8703w, lot# l53270, implanted: (B)(6) 1998, product type: catheter.

Event description:
Information was received from a healthcare provider via manufacturer representative regarding a patient who was receiving baclofen [ 2000mcg/ml] at a rate of 600mcg/day via intrathecal drug delivery pump. The indications for use of the pump were intractable spasticity and multiple sclerosis. The patient's multiple sclerosis was severe with quadriplegia and multiple decubitus on the buttocks and hips. It was reported that the patient was admitted to the hospital with erosion of the pump at the pump pocket. There were no diagnostics or troubleshooting performed. The intrathecal baclofen dose was decreased over a week from 600mcg/day to 100mcg/day. The pump and catheter were explanted, and the patient was being monitored for withdrawal. It was stated that the patient refused to have a new pump placed on the other side; the patient had a colostomy on the other side. The cause of the erosion was not determined, though it was noted that the patient's skin condition was poor due to her multiple sclerosis.

Event description:
Additional information was received from pro pharma. The type of baclofen was gablofen and the patient started using it approximately 1998. The pump was delivering gablofen in continuous mode. On (B)(6) 2016 evaluation impending pump erosion status post replacement (B)(6) 2016. The date of admission was (B)(6) 2016. The pump was explanted and there were no complications. The patient now had increased spasticity and associated pain. The treatment decision was pending.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.